Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined.

Event description:
It was reported that, during reprocessing, the colono video scope tested positive for 1 colony forming units (cfus) of entrobacter cloacae complex on (B)(6) 2024, 9 days after (on (B)(6) 2024) the scope was re-tested again and found 1 cfu of klebsiella oxytoca, and 7 days after the scope was then again re-tested ( (B)(6) 2024) for 1 cfu of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed as the scope was not microbiologically tested by olympus and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.